Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed inappropriate mode switch episodes and atrial lead noise. The device was programmed to backup vvi mode. The patient was doing fine.